Manufacturer narrative:
B3: may is the reported month, but exact day not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion (dso) calibration failed. There was no patient involvement.

Manufacturer narrative:
D9 - date returned to mfg :6/11/2025. Corrected: d3 - mfg establishment name. One device was returned for analysis. Visual inspection found a failed (dso) upstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a defective upstream occlusion seal was replaced. The downstream/upstream occlusion seal and sensor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.